Manufacturer narrative:
(B)(4). Method: the two complaint chambers have not been returned to the manufacturer. It has been performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Both chambers had lot number 100213. Results: the performance test confirmed the water leakage for both chambers as observed by the customer. A lot check revealed six other similar complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. Our monitoring and trending of complaints involving damaged mr290 water feedsets has a rate of occurrence of 34 devices per million sold worldwide in the last year to the end of march 2011.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage from the water feedset of two mr290v autofeed humidification chambers during use. No patient consequence was reported.